Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data showed that the device ran 45 first prime pulses and was deactivated at 1354 pulses. No evidence was found that would result in a failure of the needle mechanism to deploy as intended. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 24.3 mmol/l (437.4 mg/dl) with diabetic ketoacidosis (dka) while wearing the pod on the abdomen between 4 and 24 hours. Multiple corrections were administered with a total of 11.9 units but the bg levels did not decrease. Upon removal, it was noticed that the pink slide did not move forward, indicating a needle mechanism failure. A manual insulin injection of 9 units was used to treat the hyperglycemia and a new pod was applied by advised of the doctor who was contacted over the phone.